Event description:
The customer contact reported, inaccurate delivery possible due to an unspecified operator error. The pump was returned to the biomedical dept with a report of, "unsure of what the issue is, nurse may have put in the wrong number." Tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain add'l info including patient outcome.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The pump history was downloaded at the user facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event.